Manufacturer narrative:
H6: after further review, device codes were added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was resolved and impedance was resolved when troubleshooting with customer service. The rep indicated that they had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are in the operation room (or), technical services did not collect all info. Caller stated they checked impedances and all 4 contacts show >4000 ohms. Caller turned up stim to 2.0v and 300usec to test impedance and then showed >4000 for all case values and 0 contact values. They tested the lead on its own and it was fine. Caller then tested at 2v and 300 usec (caller noted had removed the lead five or so times and re-inserted) and the only issue was c0 and c2 showing <(><<)>50 ohms. Technical services reviewed that case values should not be shorted and if all impedances are satisfactory, motor response is good (after testing contacts and/or setting up programs) they can consider closing. There were no patient complications reported as a result of this event.